Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for device interrogation. It was suspected that the patient had received shock for atrial fibrillation (af) with rapid ventricular rate (rvr). Upon interrogation, it was further revealed that the device had failed to include the electrogram (egm) of the shock event noted during af. Programming changes were made. The patient was stable.